Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons will not activate device) has been confirmed. As rec'd, the front response button was defective. The cause of the inability to activate the device is the defective response button. The root cause of the defective response button cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.